Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and failed to recover. A field service engineer shut down the station and inspected the back of the drawer, found the open close sensor loose, attempted to secure it but was unable to remove the hard stop along with the sensor to determine the cause, and all efforts to reseat the original sensor were unsuccessful, installed a new sensor, which clicked into place with no issues, suggesting a possible size or tolerance difference between the sensors, though this could not be fully verified. After reassembling the drawer, all pop-outs were detected on the bus, and the drawer was detected as closed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was jammed. The customer was not able to recover or release drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.